Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "hashimoto's disease" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection with juvéderm® voluma¿ with lidocaine. Facial swelling occurred 4 months post injection. Hyalase, antibiotics and steroids provided as treatment. Since treatment, the patient has been diagnosed with hashimoto's disease, which is not related to the filler. Symptoms ongoing.